Event description:
During an atrial fibrillation procedure, the catheter was noted to be fractured on x-ray after insertion into the patient when the image was poor. The catheter was removed from the patient and the distal tip of the catheter was confirmed to be fractured. The catheter was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received in the product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture remains unknown.